Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she have to change the program often since the second week of implant, the first week the setting worked well. Patient reported she has gone through all seven programs and the setting will not give relief for more than a day and she will have urgency and retention. Patient asked if she was doing something wrong. Patient stated she has an appointment next week or the week after with hcp. There were no further complications reported.